Event description:
The patient was revised because the lag screw protruded joint surfaces of femoral head.

Manufacturer narrative:
The devices or x-rays associated with this report were not returned. (B)(4), the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this issue for both reported part and lot number combinations. Provided information states the lag screw was replaced by 10mm shorter screw. Also, the surgeon stated weight bearing started two days after the implantation. The surgical technique states in the warnings and precautions that these implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.